Event description:
Lap chole - "handles stuck together on clip closure on vessel."

Manufacturer narrative:
Ra has just received the incident device and has been designed to engineering for eval. A follow up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known, or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.